Manufacturer narrative:
Analysis of the returned sheath did not find any abnormalities or defects that could have contributed to the associated allegation.

Event description:
It was reported that during a myocardial catheter ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected use. During the procedure when the dilator, air was observed. No air in the patient was observed. Irrigation was performed at a rate of 30ml. The procedure was completed with another faradrive steerable sheath clear no patient complication was reported. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that during a myocardial catheter ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected use. During the procedure when the dilator, air was observed. No air in the patient was observed. Irrigation was performed at a rate of 30ml. The procedure was completed with another faradrive steerable sheath clear no patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.